Manufacturer narrative:
D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured following its second inflation at pressures of 10 and 12 atmospheres for 40 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.